Event description:
It was reported that this left ventricular (lv) lead exhibited dislodgment the day after initial implant. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.